Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. Loss of phrenic nerve pacing capture occurred while ablating the right inferior pulmonary vein and the ablation was terminated. The physician was unable to capture phrenic nerve via pacing from this point on. No further ablations were performed and the cryoablation procedure was aborted. The right phrenic nerve palsy was still present at the end of the procedure.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.